Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, a measurement anomaly was noted regarding the longevity measurement of the device. Technical support was contacted and provided the correct measurement. The patient was in stable condition.